Manufacturer narrative:
Coopresurgical currently investigating the complaint condition. Once the investigation is complete, a follow up report will be files. (B)(4).

Event description:
In review of repair log (B)(4). Description of the problem: the system was no longer working, the trigger does not allow nitrogen to be dispensed and when we shake the bottle to create pressure, there is nitrogen leakage at the back (which burned me) "le systeme ne foctionnait plus, la gachette ne permet pas a l'azote d'etre distribue et lorsque nous agitons la bouteille pour creer la pression, il y a fuite d'azote a l'arriere (ce qui m'a brulee)" (B)(4).

Manufacturer narrative:
Coopresurgical currently investigating the complaint condition. Once the investigation is complete, a follow up report will be files. Reference e-complaint-(B)(4). Update 2/2/2018. Investigation. Analysis and findings: a review of the 2 yr complaint history reveals no similar issues. A review of the DHR reveals no anomalies. The complaint condition was confirmed. The root cause is the bottles used in the assembly had come in slightly shorter from the bottom up causing the (feed) tube to bottom out before the cap can close completely. The bottles are an 'off the shelf' item made in (B)(4). Correction and/or corrective action: a change to the assembly process was made to check for proper fit and reduce the length of the feed tube (p/n 201558) as needed. Corrective action level: (3). Train personnel. Was the complaint confirmed? Yes.

Event description:
In review of repair log 87377. Description of the problem: the system was no longer working, the trigger does not allow nitrogen to be dispensed and when we shake the bottle to create pressure, there is nitrogen leakage at the back (which burned me). Reference e-complaint-(B)(4).